Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that lead migrated down and out of the epidural space (reference MFR. Report#1627487-2018-04043). Reportedly neither anchors nor strain relief loop were used in initial implant. As a result, surgical intervention was undertaken on (B)(6) 2018 wherein the physician's plan was to reposition the lead backwards but the lead accidently cut and was therefore replaced. Effective therapy was restored post-operatively.